Event description:
It was reported that, after implantation of an intraocular lens (iol), a plastic particle was left behind in the eye. It is unclear what part of the device the plastic particle is from, the iol itself or the cartridge. The foreign material was removed from the eye. The iol remains implanted. No further information was received.

Manufacturer narrative:
Age or date of birth, weight & ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: n/a, device remains implanted. Telephone number: (B)(6). Device evaluated by MFR: the device is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9 - date returned to manufacturer: 08th july 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the smartload was received with viscoelastic residue coating the inside of the smartload. The alleged foreign material was identified on the outside of the cartridge tip. The material was removed from the cartridge and was sent to an independent laboratories for evaluation and fourier transform infrared (ftir) analysis. The independent laboratories determined the particle to likely be consistent with a polypropylene and an acrylic species, possibly also with a vinyl polymer similar to polyvinyl pyrrolidone. The ftir results were compared to the manufacturing sites ftir database, and no results yielded a comparison result past the 0.90 threshold for confirmation. The johnson & johnson subject matter experts (smes) evaluated the particle and the ftir results and it was determined that this no escalation is required because the particle did not closely match anything in the ftir manufacturing library and inspection of the device did not indicate there was damage to the device that could have contributed to the complaint event. Customer provided photographs were evaluated and displayed a pseudophakic eye with a decentered lens. Two parallel marks were identified and are about 2mm in length. A particle was identified that appears to be about 2mm in length and have a width of 0.5 on the bottom and 0.5 on the top. The origin, nature, or potential clinical impact of the observed phenomena cannot be determined from a picture evaluation. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.